Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2016 resulted in defect found and the event was determined to be reportable. The most likely root cause of true metrix lot mt1955 producing one erratic glucose result is due to improper storage: the strip was left outside of the vial for an extended period of time, exposing the strip to heat and moisture. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 172 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/16/2018 and open vial date is (B)(6) 2016. The customer stated she is testing twice a day (fasting) and taking medication to control her diabetes (pill form; not insulin). The customer stated she has not made any recent changes in her diet, exercise regimen, and/or medication. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns:the customer is concerned about these results: 172 mg/dl on (B)(6) 2016 @ 8:47 pm, 162 mg/dl on (B)(6) 2016 @ 3:30 pm, and 168 mg/dl on (B)(6) 2016 @ 9:37 pm. The customer also stated that the truemetrix meter is reading higher than her onetouch meter.